Event description:
It was reported to philips that the system was intermittently unable to boot the application. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was intermittently unable to boot the application. Upon troubleshooting, the philips field service engineer (fse) went onsite, checked the system and found that the application software could not booting up. To resolve the issue, fse reinstall the application software, reseat the ram and graphic card and performed the format hard disk drive. After repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.